Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). This single chamber ICD was explanted and replaced with a dual chamber ICD, and an atrial lead was placed as well. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable. Analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). This single chamber ICD was explanted and replaced with a dual chamber ICD, and an atrial lead was placed as well. No additional adverse patient effects were reported.